Event description:
I believe that my breast implants put my body in a constant state of inflammation which led to a connective tissue/inflammation issue in my ascending aorta. Later I had ischemic changes and a small stroke shown up on my MRI. Doctors have always said I was the healthiest person with the weirdest issues. To this date, I am still having inflammation issues and other debilitating problems. I recently heard of breast implant illness. After looking into this and seeing countless women with similar issues, I am getting an explant. If I knew what I just found out about implants (doctors don't tell you!) I never would have chosen to get implants! I think there is a big cover up about the real risks related to implants! No one tells us what they do to our immune system and how they cause constant inflammation in the body, both of which lead to countless health issues that doctors can't seem to pin point the reason for. I have so many tests, two surgeries, numerous PICC lines for resistant fungal infections. The list goes on and on. I put the date of my second set of implants because I do not have the info on the first set. My first set was saline. I believe I got them in 2000. Important information: I've been following a functional medicine approach to my health issues. I eat very clean, organic, don't drink or smoke. Haven't been able to work or exercise in the last year and a half due to debilitating random symptoms that I attribute to having implants. I am already scheduled to get them out. I thank god every day for sending a young woman to tell me her story about how breast implants make people sick. I am now hopeful I can restore my health when I get them explanted. But women need to know that all implants will make them sick to some degree at some point because of the toxic material they are made out of and the inflammatory/immune response they cause in the body! And problems don't just happen with ruptured ones!